Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom, "sharp watchdog error" was verified and reproduced at power up during evaluation. The device history record review was completed and revealed no findings that could have directly contributed to the current complaint. The cause of the current issue was determined to be a software anomaly through software evaluation. The device will be processed to clear the sharp watchdog timeout error through reprogramming of the processor board and installation of an updated software version. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog alarm there was no known patient injury or medical intervention associated with this event. No additional information is available.